Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Three customer returned samples were inspected for off/line illegible label print. The label print was verified as being off/line with the top of the numbers slightly cut off. One hundred retention samples were visually inspected for cut off print with no defects identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6131986. The print on the blister packages were cut off due to inadequate web tension at the multivac packaging machine.

Event description:
It was reported that the printing on the packaging for 21 g x 1.25 in. Bd eclipse¿ blood collection needles with luer adapter was displaced causing lot numbers to be unreadable. No injury or medical intervention.